Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that in about 2010, the patient started experiencing pain during intercourse and urgency, inability to urinate, incomplete voiding, and involuntary voiding. Upon vaginal exam the patient experienced tenderness. The surgeon diagnosed mesh exposure and sling failure and recommended surgical intervention. In 2011, the surgeon removed the part of the mesh that was exposed. In 2012, the patient began to experience pelvic pain, cramping, vaginal itching, discomfort, and dyspareunia. The patient could feel parts of the mesh with her fingers. The patient went to the surgeon due to inability to void fully, incontinence, persistent infection and palpable mesh exposure. The surgeon noted that mesh was present in the vaginal wall in more than one place, and there was a hole where the mesh was removed in 2011. The surgeon recommended that the mesh be removed in its entirety.

Event description:
It was reported that a patient underwent a laparoscopic bilateral soo, lysis of adhesions, uterolysis, excision of endometriosis, cystoscopy, rectocele, and cystocele repair on (B)(6) 2007. During the procedure, an obturator sling was placed. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent a procedure to remove the eroded mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01065. The same patient is represented in each medwatch.